Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified common femoral artery to superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon and a 6.00mm/2.0cm/135cm peripheral cutting balloon were selected for use. During the procedure, a non bsc guidewire was advanced; however, it failed to cross the lesion. After several attempts, the wire eventually crossed the lesion and then dilation was performed with the 4mm small peripheral cutting balloon. However, during second inflation, it was noted that the balloon ruptured at 6atm. Subsequently, the 6mm peripheral cutting balloon was used; however, during second inflation, the balloon ruptured at 10atm. The devices were simply removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.